Event description:
Patient representative reported for unknown side "bia-alcl, physical pain". Also reported "suffering, mental anguish, including diminished enjoyment of life, as well as economic loss, including financial expenses for medical care and treatment" which is not related to the device. No pathological markers have been reported for event of bia-alcl. The device has been explanted.

Manufacturer narrative:
The event of lymphoma-alcl-suspected is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: bia-alcl (pathological markers not provided), physical pain and suffering, mental anguish.